Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product code: 04.111.631s, lot#: 63p1697, manufacturing site: mezzovico, release to warehouse date: august 11, 2020, expiry date: july 1, 2030. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Visual inspection: the va-lcp two column drp 2.4 volar left 6 holes (part # 04.111.631, lot # 63p1697) was received at us customer quality (cq). Upon visual inspection it was found that the screw holes on the plate (va2, va3, va5) were stripped. Additionally, scratches were observed on the plate which does not affect the functionality of the device. No other issues were identified with the returned device. Functional test: a functional test was performed by assembling the 2.4mm ti va locking screws, 12mm (04.210.112),16mm (04.210.116) and 18mm (04.201.118) into the plate and it was observed that the screws were not properly inserted onto the holes due to the stripped condition of the holes. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: dimensional analysis was not performed due to post manufacturing damage. Document/specification review: the following drawing(s) was reviewed; va-lcp two column drp 2.3 volar left 6 holes: current and manufactured revisions complaint confirmed? Yes. Conclusion: the complaint is confirmed for the va-lcp two column drp 2.3 volar left 6 holes (part # 04.111.631, lot # 63p1697) as the internal threads of the plate are stripped. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 10 for (B)(4).

Manufacturer narrative:
This report is for an unknown plates: va-lcp distal radius/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent removal of plate due to the fracture not healing. This report involves (1) plates: va-lcp distal radius. This is report 1 of 2 for (B)(4). This product complaint, (B)(4), is related to (B)(4).